Event description:
Additional information was received. The patient has experienced pain and other blood clots.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etlw1620c124e sn (B)(4), expiration date: (B)(6) 2018 (B)(4), etew2020c82e sn (B)(4), expiration date: 2018-07-18, UDI # (B)(4) etlw1616c82e sn (B)(4), expiration date: 2018-11-02, UDI #(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic dissection. It was reported that during a recent follow up a CT revealed that the endurant stent graft was occluded. The patient had a secondary intervention. The physician could access the occluded endurant stent graft with ivus however there was no evidence of compression or kinking. There was well established thrombosis and there were no endovascular treatment available to treat the occlusion, as there was no mechanical issue observed. The physician preformed a femoral to femoral bypass, and the blood flow was restored. The physician stated that the cause of the event could not be determined, as there were no kinks or compression noted. No additional clinical sequelae were reported and the patient is fine.